Event description:
The customer contact reported a separation. On an unspecified date, the tubing set was being used to deliver an unspecified medication. At approx 1900, the customer contact reported that the tubing set was connected to the pt. At 0200, it was reported that the tubing of the tubing set was pulled out of an unspecified location of the clave y-site. No specific event details were provided. Hospira is continuing to investigation.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.